Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery error alarm was present in the device trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with moisture damage on motor assembly. Product does not meet specification.

Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery error alarm was present in the device trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with moisture damage on motor assembly. Product does not meet specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with the insulin pump error. Customer stated he took the battery out and when he put the battery back in and the pump has a critical pump error. The blood glucose was unknown at the time of the incident. Customer stated that, they are not able to rewind the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.